Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On (B)(6) 2018 the hcp reported that the patient was in the hospital and unarousable with respiratory problems. The patient¿s symptoms had come on suddenly. The hcp stated the he stopped the pump because he believed the patient was getting overdosed. He wanted to know how much oral baclofen to start giving the patient eventually. No further complications have been reported as a result of this event.